Manufacturer narrative:
Device passed self test and displacement test. No unexpected pump error 63 alarms noted during testing however, pump error 63 alarm confirmed in the downloaded history file due to broken pin 6 trace at on the keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had hardware low level failures alarm. The customer's blood glucose level was unknown at the time of the incident. The customer was able to clear the alarm and was able to complete the insulin pump rewind. The insulin pump did not pass the self-test. The customer reported that the insulin pump died while the customer was sleeping. The battery was changed but the insulin pump had a reservoir and tubing message at the home screen and a insulin pump error. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.